Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that one month after the dental implant was placed, in intraoral site #29 of the patient¿s mouth, non- osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that one month after the dental implant was placed, in intraoral site #29 of the patient¿s mouth, non- osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.